Event description:
Customer reported, the temperature sensor failure light came on and the system would not fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 24v harness and a blown fuse. System operates as intended.